Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx fully covered stent was implanted in the patient's common bile duct during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, a sphincterotomy was performed and a guide wire was passed through the lesion. A papillotomy was then performed and the stent was successfully implanted. Reportedly, the patient developed severe pancreatitis post-procedure on the night of (B)(6) 2016, and presented with insterstitial lung disease a few days later. The physician treated the patient's pancreatitis with gabexate mesilate and nafamostat mesilate via arterial injection. The patient's interstitial lung disease was treated with steroids. Reportedly, the patient was suspected to have lung cancer. The patient passed away on an unknown date.

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted in the patient's common bile duct during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, a sphincterotomy was performed and a guide wire was passed through the lesion. A papillotomy was then performed and the stent was successfully implanted. Reportedly, the patient developed severe pancreatitis post-procedure on the night of (B)(6) 2016, and presented with interstitial lung disease a few days later. The physician treated the patient's pancreatitis with gabexate mesilate and nafamostat mesilate via arterial injection. The patient's interstitial lung disease was treated with steroids. Reportedly, the patient was suspected to have lung cancer. The patient passed away on an unknown date. Additional information received on june 23, 2016: according to the complainant, the patient's interstitial pneumonia was present prior to implantation of the wallflex biliary rx fully covered stent on (B)(6) 2016. The patient's condition worsened due to the pancreatitis and the interstitial pneumonia became severe. The patient's death was deemed to be unrelated to lung cancer.